Event description:
It was reported that during intra-op, the system was excessively monitoring even when not stimulating. It was reported that electroc autery was not being used. Site brought in another nim (and did not swap out leads or patient interface) and that system worked as designed. Procedure delayed by less than one hour. No patient impact.

Manufacturer narrative:
H3: product analysis stated the item was received with software rev: 1.7.5 installed. No fault found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.